Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely elevated human chorionic gonadotropin result was obtained on a patient sample on an advia centaur xp instrument. The initial sample was tested on (B)(6) 2016. The initial result was reported out to the physician(s), who questioned the result. The patient was sent to the hospital for ultrasound and re-drawn, resulting lower. The customer repeated the original sample on the original instrument on (B)(6) 2016, resulting lower. The customer repeated the original sample on an alternate advia centaur instrument, resulting lower than the initial original result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated human chorionic gonadotropin result.

Manufacturer narrative:
The initial MDR 2432235-2016-00811 was filed on december 28, 2016. Additional information (02/06/2017): a siemens' headquarters support center (hsc) specialist reviewed the data provided. Hsc did not find any further issues related to this event. Hsc stated no customer service engineer (cse) was dispatched to the customer's site. The event is considered to be an isolated incident. The cause of the discordant, falsely elevated human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.